Event description:
It was reported that, "upon return to work, an employee reported that following a surgical procedure, she noted a small blister on her back at the application site of the ECG monitoring electrode."

Manufacturer narrative:
Conmed was alerted of this incident via a copy of the medwatch filed by the user facility. Several calls have been placed to (initial reporter). No return calls have been received. We have not been able to establish contact with the reporter. No lot codes were provided in the original report. The actual device was reported as "not available for eval. With no lot code, no device and no ability to speak with the reporter, we are unable to conduct any type of an investigation. The complaint has been entered into our product complaint database. We consider this matter closed due to lack of info.